Manufacturer narrative:
E1:(b)(6). Based on the available information, this event is deemed to be reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site:3003442380.

Event description:
It was reported that the patient experienced an event where an infusion set fell off on (b)(6) 2026.